Event description:
The customer reported that a phenylephrine drip, unk concentration in 250 ml ns, was setup in channel d and connected to the pt, with the module turned off. The nurse went to remove the pump from the pole and noticed that the medication was still in the module. The nurse opened the module door and removed the tubing from the pump, then left the room taking the pump with them, but left the phenylephrine hanging on the IV pole. The pt's monitor subsequently alarmed fro hypertension, and the responding staff member found the phenylephrine free flowing into the pt. The safety clamp fitment appeared partially closed, however, the roller clamp was not closed. Pt required an unspecified level of resuscitation and ultimately "regained circulation". Although requested, no additional info was provided.

Manufacturer narrative:
(B)(4). Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.